Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of separation was not confirmed. Visual inspection found blood on the helix. The inner diameter of the device docking button where the bullets on the tether interact was within specification. Further analysis performed found no anomaly.

Event description:
It was reported during a leadless pacemaker (lp) implant, the lp would not release from the delivery catheter. The system was removed and replaced. The procedure concluded without further issue. The patient was stable.